Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). With some difficulty, the neuron max was advanced through a stent at the origin of the left common carotid artery. Upon removal of the neuron max 6f select inner catheter, the neuron max distal tip was found to be fractured. Contrast injection demonstrated minimal flow into the left middle cerebral artery as well as the left anterior cerebral artery due to the fractured neuron max segment. Attempts to retrieve the neuron max fractured segment were unsuccessful followed by gross subarachnoid hemorrhage. Subsequent coil occlusion of the left internal carotid artery was performed to control bleeding. The physician ended the procedure at this point. Post-procedure, the patient remained intubated, not sedated, requiring four vasopressors. The patient had no cough, gag, or corneal reflex. Pupils were 7mm and nonreactive bilaterally. Discussion with the spouse/family given hemodynamic instability and unlikely meaningful outcome. The family decided to transition to comfort care, and the patient expired on (B)(6) 2025.